Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device's allegations were not confirmed. This device was operating normally. The device passed automated electrical testing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced lightheadedness, electromagnetically hypersensitive, post-traumatic syndrome, swelling, inflammation. Also felt like squeezing, sucking, contracting and pain in the chest and had slower heart rate. There was dizziness, blurred vision, nausea and burning sensation in the skin. Patient also reported being electrocuted by the device. This device was recently explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had some sensitivity to electromagnetic interference (emi). It was also reported that the patient experienced light headedness. Boston scientific technical services (ts) then explained that it could be a remote possibility and stated to consider using a magnet to store an electrogram (egm) to provide additional information related to the patient symptom. Further, the patient determined to be electronically hypersensitive and has had a post-traumatic stress disorder (ptsd) from the last event and was experiencing swelling and inflammation. The patient also mentioned he felt like being killed and would felt better when away from any wifi signals. Ts further explained emi field could do and filtering, suggested using an event recorder or a magnet activated electrogram (egm) and discussed how premature ventricular contraction (pvc) affect timing of the device. No further information was obtained. The crt-d remains in service. No additional adverse patient effects were reported.